Event description:
A patient reported they were charging more frequently. The patient typically charged their implant every 4 weeks but in (B)(6) 2016, he had to charge every 3 weeks. The patient reported he noticed the implant was turned off on friday, (B)(6) when he got out of bed. The patient reported that the day prior to the report, he did not feel stimulation in the morning and put the charger on and the implant was off. The patient had starting doing exercises in (B)(6) 2016 and noticed that after doing the exercises a couple times in the morning, he felt no stimulation about an hour. The patient did not get a code on the patient programmer or the recharger screen. It was recommended that the patient monitor therapy settings and was redirected to their healthcare provider if the therapy turned off by itself. The indication for implant was multiple back operations.

Event description:
Additional information was received from a consumer on 2016-12-02 reporting that they were reassured that ¿all was okay.¿ the patient started charging more often (once a week) and things were ¿fine and dandy.¿ it was reported that the issues had resolved and the unit worked fine.

Manufacturer narrative:
Upon further review of the information, the device code (B)(4) also applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.